Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Following deployment of an unspecified stent, a 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected and advanced to postdilate the target lesion. However, it was noticed that the shaft got broken. Another balloon was then used to trap the guidewire and the distal portion of the broken shaft. All devices were removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter in two pieces. The catheter was examined using tactile and visual inspection. The hypotube was kinked 0.5cm from the strain relief and broken 91.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Examination under magnification revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Following deployment of an unspecified stent, a 15mm x 3.50mm nc quantum apex balloon catheter was selected and advanced to postdilate the target lesion. However, it was noticed that the shaft got broken. Another balloon was then used to trap the guidewire and the distal portion of the broken shaft. All devices were removed from the patient and the procedure was completed with a different device. No patient complications were reported.